Manufacturer narrative:
(B)(4). Calcification was reportedly present at the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the tortuous and calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, there was no resistance or difficulty encountered inserting the device into the patient anatomy. During needle plunger deployment, it was not possible to fully push in the needle plunger until the collar of the needle plunger made contact with the proximal-end of the body of the device. The device was removed without difficulty over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Hospitalization was not extended as a result of the reported experience. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The plunger, cuffs, link, suture, and posterior needle tip, key components of the device were not returned; therefore, the reported needle plunger failing to deploy completely against the body of the device could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar needle plunger failing to deploy completely against the body of the device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.